Manufacturer narrative:
The alarm sound was originally set by the customer. The remote service engineer (rse) spoke to the customer and advised on how to adjust the alarm sound. Based on the information available and the testing conducted, the cause of the reported problem was the user. The reported problem was not confirmed. The device was operational after adjusting the alarm sound. Section e reporter phone #: (B)(4).

Event description:
Philips received a complaint on the suresigns vm 6 patient monitor indicating that the alarm had no sound. The device was not in use on a patient at the time of the event, so there was no patient involvement.